Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said their handset froze up on them because when trying to connect to mystim it would bring them to a screen to take a picture of the cell phone battery and to take a picture of the serial number. Pt had the device for two weeks and they have had problems with just the handset since they got it and at one time, someone got it to unlock for them. When agent asked for event date of issues they said yesterday and due to that they got no sleep last night for all it did was shock them. When agent asked for notify information pt said patient services was the first person they spoke to about their issues today. During call pt closed all applications and reset the communicator. Agent walked pt through pairing communicator, pt was able to connect to therapy application. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.